Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and reported that the patient uses lidocaine-prilocaine, a prescription numbing cream, before application of the sensor patch. The cream was prescribed on (B)(6) 2014. Patient's father also reported the use of lidocaine-prilocaine with three additional sensor applications. No additional event information is available.

Manufacturer narrative:
(B)(4).